Manufacturer narrative:
Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: extension. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead, product ID: 3550-29, lot# n296231, implanted: (B)(6) 2011, product type: accessory. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead migrated. There was a loss of stimulation/therapeutic effect. Action required as a result was replaceement of the lead and extension. Impedance testing and x-rays were done. The lead was placed subcutaneous. The lead was displaced and was removed and replaced with a new one. Patient had less than 50% therapy relief. Explant was done on (B)(6) 2013. Additional information has been requested.

Event description:
Follow up information received from the healthcare professional (hcp) confirmed that the cause of the event was migration of the lead component (per x-ray) of the patient¿s implantable neurostimulator (ins). It was noted that the patient had a loss of therapeutic effect during the event. Reprogramming was unable to be performed due to the migrated lead. It was confirmed that the lead was successfully revised (replaced per manufacture¿s device registry) on (B)(6) 2013 and that, subsequently, the patient had a return of stimulation to the correct areas. Hospitalization was not required for the event. The patient outcome was reported recovered without sequelae. If additional information is received, a follow up report will be sent.